Manufacturer narrative:
Patient information was unavailable from the site due to legal/confidential reasons. The part number of the spheres: 8801075. The lot number of the spheres are: 1811011. The device was not returned, so no analysis was conducted. The spheres were discarded by the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively and delayed the surgery by less than one hour. It was reported that during the use of the spheres, the geometry performance was unstable. After the spheres were replaced with one of a different lot, the newone could be used without any issues. The surgery was completed with navigation and there was no impact on patient outcome.